Event description:
Additional information received states that the surgeon assumed the muscle tendon degenerated due to armd caused by metal-on-metal implant might have caused dislocation. However, since there was no particular sign of degeneration in the joint or surrounding tissues, it was considered that the dislocation was caused by the implant.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2009, the primary surgery was performed via tha with the implants. On an unknown date, the revision surgery was performed due to dislocation at hip. In the revision, the head, liner, 3 screws and cup were replaced with new implants (other company¿s products). The part of the stem discolored to black, but the stem was not removed and was left in the patient. The surgery was completed successfully with 60 minutes delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative.